Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement mobile viewing system (mvs) shipped to site. Suspect mvs returned to manufacturer on 03/04/2016 and is currently under analysis. Return requested. Replacement power board shipped to site. Suspect power board returned to manufacturer on 03/04/2016 and is currently under analysis. On 02/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site was moving the imaging system from storage to the operating room when the system shut-down. Once the site plugged the imaging system back in they were able to re-boot the system and everything worked fine. The surgeon opted to continue and successfully completed the procedure with the use of the imaging system and navigation. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer and powerboard were returned to the manufacturer for analysis. A mvs computer virus scan passed and was successful, as was patient data removal and bench testing. The computer was installed in a test system and it operated as expected. Application, 2d and 3d imaging were all successful. No unplanned shutdowns were observed. The computer remained in the test system for 2 weeks. The powerboard was verified that all fuses were good. The powerboard was installed in a test system. The powerboard remained in the system with associated suspect computer. No unexpected mvs shut downs were observed. The system was successfully power cycled throughout the day, as well as charging, 2d and 3d imaging all occurring as expected. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.